Manufacturer narrative:
The insulin pump passed the self test, prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted. The insulin pump was received with a broken and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received no delivery alarms during a super bolus. The customer also reported a no delivery alarm during a prime. The customer also stated their cannula was not bent. It was also reported there was a crack present above the reservoir window. The customer had already reverted to their back-up plan. Customer's blood glucose was 144 mg/dl. No additional information provided.